Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3 product analysis (B)(4): patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external devices. It was reported that for the last 2 weeks they've been having trouble with the recharger. Patient said they usually charge once a week on a sunday but couldn't get it done this last sunday, they've been trying 3- 4 days and they could sometimes get it working but the charger does not light, it looks like its dead almost like there was no power, it has been going on for 2 weeks they have unplugged and replugged the cord. Pt said the cord is plugged into a surge protector, they know where they live they get power surges, before today, they were able to get the charger to beep today but today it won't make any lights or noises and looks dead. Worked with patient to check for damage to the equipment and patient said she did not see any the contacts/pins look fine, the dock has not been dropped or gotten wet, the green light is on when plugged in and if they hold it vertically the charger lights come on but when lying horizontally the dock light goes out. The issue was n ot resolved through troubleshooting. Replacement dock sent. On (B)(6) 2023 the patient stated that they received the dock, placed the charger onto the dock and now the lights are scrolling and will not stop scrolling. Worked with the patient to try and reset off and on the dock but the lights did not resolve. Replacement recharger sent. Patient called back regarding being sent replacement recharger. Patient said they had not received their new recharger yet. Checked tracking number and recharger had been delivered this morning. Patient found new recharger and walked them through pairing new recharger and handset. Patient was able to begin charging their ins.